Event description:
A customer reported experiencing unknown issues with their medical supplies, leading to high blood glucose levels. Despite this, blood glucose levels did not exceed 500 mg/dl, indicating no severe adverse impact. To address the situation, the customer replaced both the infusion set and cartridge, and technical support arranged to send replacements for these items.